Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with three proglide devices was attempted in a common femoral artery using the preclose technique. The arteriotomy was 6f. Reportedly, upon harvesting the sutures, all three sutures broke. An addition proglide device was used, successfully deploying the suture using the preclose technique. The sheath was upsized to a 17f then 21f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed suture of the proglide device. There were no adverse patient sequelae and no clinically significant delay in the procedure reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.